Event description:
It was reported that the programmer's cursor was not aligning on the screen and a calibration procedure was requested. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the cursor was not aligning on the screen and the overlay/bezel assembly was replaced and the stylus calibrated. Analysis also found a broken left keyboard hinge and a scuffed upper hinge plate, both were replaced to resolve. Concomitant medical products: product ID 229047, software analyzer. (B)(4).